Event description:
Consumer states the bristles of the eq tbm xwht md 2ct are falling out while he brushes his teeth. He used it for the first time and one bristle came out and got stuck in his gum line but he was able to remove it. Product was returned for review.